Event description:
Anaphylactic reaction. Dyspnea [dysponea]. Throat was becoming thick [pharyngeal oedema]. Thickening of gum/swollen gums [gingival swelling]. Acute urticaria over total body [urticaria]. High blood pressure [hypertension]. Blisters on body [blister]. Case description: a dermatologist reported, via (B)(6), that a consumer (age and gender unspecified) used oral-b satinfloss, mint flavor, frequency of use unknown and experienced an anaphylactic reaction, thickening of gums, thickening of throat, high blood pressure and blisters on body. Medical history: allergy to fragrances. Concomitant medication: no info was provided. The outcome of the case was unknown. No further info was provided. On (B)(6) 2008, two completed questionnaires were received from the dermatologist reporting the case. It was reported that the consumer was revealed to be a female of age (B)(6), who had been a regular, long term user of the product (since an unspecified date) and had not previously experienced any adverse events. On an unspecified date in (B)(6) 2008, the consumer experienced a type I allergic reaction on mucosal contact with the floss after five minutes of flossing. The consumer experienced an anaphylactic shock consisting of swollen gums, acute urticaria over the entire body and dysponea. The symptoms developed within minutes of using the product and lasted hours. The consumer received treatment in a hospital (unclear whether this was an emergency room visit or hospitalization), anaphylactic shock treatment, antihistamine and adrenaline were administered. The consumer had a prick test/ic test with material from the floss and tested positively twice. Medical history: allergic to fragrances. Concomitant medication: no info was provided. The outcome of the case was unknown. No further info was provided. On (B)(6) 2009, follow-up was received on the case. It was reported that the dermatologist exposed the consumer to the product again through a small wound on her lower arm and the consumer reacted to the product. The outcome of the case was: recovered. No further info was provided.

Manufacturer narrative:
Lot number was not provided by the consumer and product not received to date, therefore, unable to proceed with product investigation.